Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance out of range issues, which was confirmed through fluoroscopy. The impedance had been gradually increasing. Therefore, the lead was capped, and a new right ventricular (rv) lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to impedance out of range issues, which was confirmed through fluoroscopy. The impedance had been gradually increasing. Therefore, the lead was capped, and a new right ventricular (rv) lead was placed. No additional adverse patient effects were reported.